Manufacturer narrative:
(B)(4).

Event description:
It was reported that review of a merlin.net transmission revealed that the pulse generator exhibited periods of atrial loss of sensing and intermittent atrial undersensing. The patient had recently undergone a cardioversion. No intervention or patient symptoms were reported at this time.